Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power led (green and orange) mosaic was displayed on the screen.there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 20feb2019. The philips service technician reported that the power led (light emitting diode) green and orange were faulty. The service technician replaced the power switch overlay to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.